Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported aligners are worsening their tmj pain and broke their tooth leading to a crown. Also the back of the aligners rubs and cuts their tongue.